Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) in less than 3 years. There is a concern that the battery depleted earlier than expected.boston scientific received subsequent information that the device was explanted.